Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head of toothbrush was detached in mouth [device breakage], no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that while using an oral-b rechargeable toothbrush, version unknown that morning, the oral-b power oral care refill precision clean was detached in his/her mouth. No symptoms developed.